Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s3 bubble detector. The incident occurred in (B)(6). The bubble detector has been requested for return to livanova (B)(4) for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s3 bubble detector did not alarm as expected post-procedure. The device failed to alarm even if only air was present in the transmission line. The customer reported that the pump stopped as expected and no air was delivered to the patient. There was no report of patient injury.

Manufacturer narrative:
The bubble detector, bubble module and display were returned to livanova (B)(4) for investigation. Evaluation of the returned product was unable to reproduce the reported issue. The components worked according the specifications. As the issue could not be reproduced, a root cause was not identified. A review of the dhrs did not identify any deviations or non-conformities relevant to the reported issue.